Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow up report will be sent to FDA. (B)(4).

Event description:
Philips received a report from a customer that the latching bracket of the external cassette holder (accessory) is damaged. The customer stated that it was damaged when a patient trolley crashed into it. As a result it was not fitting correctly on wall stand bucky cover and fell onto patient. No patient injury was reported.